Event description:
It was reported that the customer received a button error alarm. It was also mentioned that the customer is unable to clear the alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.